Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was broken, failed to recover and was not functioning. A field service engineer (fse) found that the database was exceeding the upper threshold. Although all storage spaces appeared functional, the database did not allow any data to be written. The fse contacted a technical support specialist (tss) and requested to investigate the debloating database. Upon no updates, the fse dialed in again and attempted to restart the maintenance service as recommended in a knowledge article. This action did not resolve the issue. The tss later confirmed that the bloated database issue had been resolved and that the station was now functioning as expected. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the med machine was broken and failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.